Manufacturer narrative:
A review of the device history record for strattice lot sp100540 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
On (B)(6)2025, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a ¿ventral hernia¿ surgery and was implanted with the 1st strattice device lot ¿s11061-032¿ on (B)(6)2012. The patient underwent a ¿recurrent incisional hernia repair, component separation technique, removal of old mesh, insertion of mesh, and abdominal wall reconstruction¿ on (B)(6)2016 and implanted with 2nd strattice device with an unknown lot number due to ¿recurrent incisional hernia.¿ the patient underwent a ¿recurrent incisional herniorrhaphy with mesh¿ on (B)(6)/2018 and implanted with a 3rd strattice device lot ¿sp100540-452¿ due to ¿recurrent incisional hernia.¿ the patient underwent an ¿exploratory laparotomy with extensive lysis of adhesions of small bowel, colon, and other abdominal viscera, small bowel resection with hand sewn end to end anastomosis, partial mesh excision, abdominal closure with bridging vicryl mesh and primary skin closure, and transversus abdominus plane block¿ on (B)(6)2019. The form lists the conditions that were treated were ¿pain, recurrence, mesh migration, mesh partially dislodged, hernia incarceration, intervention and mesh removal surgery, abdominal wall reconstruction¿ between (B)(6)2016. The patient then underwent treatment for ¿pain, recurrence, hernia incarceration, additional mesh implanted, intervention surgery, adhesions, chronic abdominal wound, infection, intervention surgery¿ between (B)(6)2018. The patient was then treated for ¿pain, recurrence, small bowel obstruction, adhesions, additional mesh implanted, small bowel resection, intervention and mesh removal surgery¿ between (B)(6)/2019. The patient received ¿chronic abdominal wound care¿ between 2018-2019. The ppf form also indicates that the patient was implanted with a non-abbvie device, ¿covidien symbotex; lot #pnja187x¿ on (B)(6)2016. The form indicates that the device was revised on (B)(6)2018 due to ¿incarcerated recurrent incisional hernia,¿ and on (B)(6)2019 due to ¿chronic partial small bowel obstruction due to ventral hernia.¿ the patient was implanted with a second non-abbvie device, ¿ethicon physiomesh; lot #pb7051¿ on (B)(6)2019. The form does not indicate whether this device was removed or revised. This is the same patient reported under patient identifier (B)(6). This emdr is being submitted for the 3rd strattice.